Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer observed the urine electrolyte quality control results were erratic or out of range after replacement of the ict module on the architect c4000 analyzer. Service was dispatched to the customer site and when inspecting the analyzer, noted that the 1ml syringe was loose and was leaking. Service changed out the 1ml syringes. There was no reported impact to patient management or user safety.